Event description:
Customer claims 4 of their mx450 bedside monitors have gone into standby without user interaction. No patient harm has been reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.